Event description:
It was reported that patient presented to emergency room after experiencing arrhythmia. Upon interrogation it was found that patient's right ventricular (rv) lead exhibited loss of capture. It was also noted that patient experienced loss of consciousness and fell due to loss of capture. The lead was capped and replaced on (B)(6) 2024. The patient was stable.